Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What is the healthcare professional¿s experience with the device? Where in the green gap setting scale was the indicator located prior to firing? What confirmation was received that the firing sequence was completed? Were the donuts and washer inspected for a complete transection? Was a leak test performed? If so, what were the results? During the reoperation, what was found and what was done to fix anastomosis? Were there any malformed staples identified? If so, please describe their shape and location. How many counterclockwise turns were made to remove the device? What is mean by ¿anastomosis was not complete¿? Is the colostomy permanent or temporary? What is the current patient status?

Event description:
It was reported that during a lap anterior resection. After the shot it was difficult to remove the instrument. The anastomosis was not complete. The doctor performed an ileostomy.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: indication for surgery: rectal cancer. The surgery was low anterior resection. Healthcare worker's experience with the device: little experience with ethicon devices. She uses competitor's devices. Where in the green gap setting scale was the device fired? Adjustable height staple in the middle. What confirmation was received that the firing sequence was completed? Tactile feedback. Were the donuts and washer inspected for a complete transection? The donuts were inspected: the anvil¿s donut was not complete. Was a leak test performed? If so, what were the results? The anvil¿s donut was not complete, so she checked the anastomosis with her finger thought the anus. During the reoperation, what was found and what was done to fix anastomosis? They resected more rectum and they did a new anastomosis. Were there any malformed staples identified? If so, please describe their shape and location. The didn¿t find any malformed staples identified. How many counterclockwise turns were made to remove the device? The number of counterclockwise turns were 2,5 (like competitor's instrument). Sale rep explained to surgeon the importance of removing the device by turning adjusting knob counterclockwise ½ to ¾. Not 2,5 (like competitor's devices). What is mean by ¿anastomosis was not complete¿? The anvil¿s donut was not complete is the colostomy permanent or temporary? The colostomy is temporary what is the current patient status? The current patient status is satisfactory.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: could you please clarify the ¿anvil¿s donut was not complete¿? Are you referring to the tissue donuts or the white plastic washer? I'm referring to the tissue donut.